Manufacturer narrative:
The returned valve was patent and met the requirements for leak testing. The valve was returned at pl 1.5 and was not adjustable; therefore siphon, reflux, pressure-flow and pre-implantation testing are precluded. There was proteinaceous debris noted within the interior and exterior of the valve. Debris within the valve may interfere with the adjustment mechanism resulting in difficulty adjusting the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the device was found to be stuck. According to the report, the device was originally set at pressure level 1.5. The report stated the patient underwent an MRI and when the pressure level setting was checked it had changed to 0.5. It was reported the device was stuck at pressure level 0.5 and could not readjust. It was also reported the device was explanted on (B)(6) 2016. Reportedly, there was no injury to the patient and the patient is in recovery.

Manufacturer narrative:
The returned valve was patent and met the requirements for leak testing. The valve was returned at pl 1.5 and was not adjustable; therefore siphon, reflux, pressure-flow and pre-implantation testing are precluded. There was proteinaceous debris noted within the interior and exterior of the valve. Debris within the valve may interfere with the adjustment mechanism resulting in difficulty adjusting the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. Additional device information: the implant date was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.